Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 5.13.1531. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 5.13.1531 was confirmed. Received on 22-may-2025, syringe device was received unboxed and with paperwork. Error code 5.13.1531 appeared at power up. A missing serial number on asm was observed causing the error code 5.13.1531 to appear. Device to be returned to san diego repair center for processing. Device will go through calibration and final test. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 5.13.1531. There was no patient involvement.